Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-18351. Nds1001 removed, nds1007 added. Analysis: devices were not analyzed due to issue being a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implantable neurostimulator (ins) and lead were returned, but the return paperwork did not specify why the devices were explanted. Additional information was received from the health care provider. Provider confirmed device was returned for disposal only. Device was explanted due to infection. Additional information was received from a health care provider. Caller called regarding follow up letter. Caller indicated that dr. (B)(6) did explant of ins but caller doesn't know date or reason for explant since caller doesn't work with this hcp. Caller provided more info about explanting hcp including phone. Caller has a note that the ins may have been explanted due to infection but caller is unsure about this information.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.